Manufacturer narrative:
The event and its severity is a known inherent risk associated with a sinus procedure, most specifically the bilateral inferior turbinate submucosal resection and outfracture. The information obtained indicates that the device(s) performed as intended in this case; they did not cause or contribute to the reported outcome. Per the novapak¿ IFU, (B)(4), the indications for use include to control minimal bleeding following surgery or trauma by tamponade effect, blood absorption, and platelet aggregation, and precautions state, verify that the surgical field is not bleeding excessively. Control excessive bleeding, as you would normally, prior to application of the novapak material. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent the following procedures: 1. Bilateral maxillary antrostomies 2. Left anterior ethmoidectomy 3. Right total ethmoidectomy 4. Right sphenoid sinusotomy 5. Excision of right posterior nasal inflammatory polyp pedicled to posterior middle turbinate 6. Bilateral inferior turbinate submucosal resection and outfracture 7. Open septal perforation repair the surgeon reported there was minimal bleeding at the time of surgery; one device was placed on each side, for a total of 2 devices used. There was no active bleeding after device placement. Patient was discharged to home. The patient presented at the emergency department approximately 8 hours after surgery with bleeding (epistaxis). At that time the device was left in place and the site temporized with floseal; the patient discharged to home. Approximately one week later the patient was sent to the or for bleeding; the site was again temporized. The following day the patient was taken to the or for removal of all packing and cautery under general anesthesia; no packing of any kind was used. Currently the patient is fine.